Event description:
Patient called stating he had bilateral hip replacements done around 2007. He states his left hip is clicking and he is experiencing pain. He also mentioned that his right hip is not giving him trouble. Patient is also seeking compensation for his suffering. Update as per letter from patient: dr did a total right leg hip replacement a few years before he did the defective left hip in (B)(6) 2008. That works fine. The left began to bother me in 2015. My primary doctor recommended physical therapy which I did. This continued off and on for 2-3 years. We concluded it was doing more harm than good. I returned to dr in (B)(6) 2018 without satisfaction and changed dr and later his colleague, a physiatrist. Xrays indicated damage, that metals in the mating parts were cobalt and chromium, causing ionizing and damage. He recommended a total hip replacement, but said he would not operate on me because of my age, then 97. He suggested, if I wanted a second opinion, go to another dr. He too said that surgery was too risky to my health. I had been using a cane and a walker and the pain had intensified. I sought relief; acupuncture, no benefit; an old friend, an orthopedist who had worked with an anesthesiologist, who did nerve blocking. After 5 sessions with groin injection, I questioned his ethics and went to another such specialist. Three visits: no benefit. I have tried cannabis, but can find no medical doctor with experience and experimenting left me confused. Dr has recommended using compounded cream prepared by a pharmacist. I continue with that as it seems of some benefit. I am now in assisted living, have used a motor scooter for 2 years (walking is intensely painful.) It starts when I stand and reach for the walker. My left foot is splayed to the left with each step. Sitting hurts too. I was unable to visit the family cottage in (B)(6) and only one day trip in 2019.

Manufacturer narrative:
Reported event:  an event regarding fretting/ metallosis and abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of abnormal ion level was confirmed based on medical review, while the event of fretting/ metallosis was not confirmed. Poor quality x-rays may indicate loosening and subsidence of the implant. Method & results:  -device evaluation and results: not performed as device remains implanted. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: adverse event identified: the patient complained of pain and has mildly elevated metal levels and some questions of a loose component. Hazards: probable loosening of left hip stem (accolade tmzf-v40 40 mm head combination). Mildly increased metal levels. Possible relation to the lfit head recall. Conclusion of assessment: there is a complaint of pain and difficulty in the left hip and a potential need for revision surgery. But there is no documentation to support the claim. Poor quality x-rays may indicate loosening and subsidence of the implant. The patient claimed the implant was defective. The combination tmzf stem and v 40 cocr head should be evaluated relative to the lfit head recall in light of the mildly elevated metal levels. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the reported lot. Conclusion: clinician review of provided medical records confirmed that the patient complained of pain and has mildly elevated metal levels and some questions of a loose component. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event of fretting, loosening and subsidence could not be confirmed and the exact cause could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Reported event:  an event regarding fretting, subsidence and abnormal ion level involving an accolade stem was reported. The event was not confirmed method & results:  device evaluation and results: not performed as device remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: there ,is a complaint of pain and difficulty in the left hip and a potential need for revision surgery. But there is no documentation to support the claim. Poor quality x-rays may indicate loosening and subsidence of the implant. The patient claimed the implant was defective. The combination tmzf stem and v 40 cocr head should be evaluated relative to the lfit head recall in light of the mildly ' elevated metal levels. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 01 other similar events for the reported lot. Conclusion: it was reported patient is experiencing pain. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient called stating he had bilateral hip replacements done around 2007. He states his left hip is clicking and he is experiencing pain. He also mentioned that his right hip is not giving him trouble. Patient is also seeking compensation for his suffering. Update as per letter from patient: dr did a total right leg hip replacement a few years before he did the defective left hip in (B)(6) 2008. That works fine. The left began to bother me in 2015. My primary doctor recommended physical therapy which I did. This continued off and on for 2-3 years. We concluded it was doing more harm than good. I returned to dr in (B)(6) 2018 without satisfaction and changed dr and later his colleague, a physiatrist. Xrays indicated damage, that metals in the mating parts were cobalt and chromium, causing ionizing and damage. He recommended a total hip replacement, but said he would not operate on me because of my age, then 97. He suggested, if I wanted a second opinion, go to another dr. He too said that surgery was too risky to my health. I had been using a cane and a walker and the pain had intensified. I sought relief; acupuncture, no benefit; an old friend, an orthopedist who had worked with an anesthesiologist, who did nerve blocking. After 5 sessions with groin injection, I questioned his ethics and went to another such specialist. Three visits: no benefit. I have tried cannabis, but can find no medical doctor with experience and experimenting left me confused. Dr has recommended using compounded cream prepared by a pharmacist. I continue with that as it seems of some benefit. I am now in assisted living, have used a motor scooter for 2 years (walking is intensely painful.) It starts when I stand and reach for the walker. My left foot is splayed to the left with each step. Sitting hurts too. I was unable to visit the family cottage in maine and only one day trip in 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had bilateral hip replacements done around 2007. He states his left hip is clicking and he is experiencing pain. He also mentioned that his right hip is not giving him trouble.patient is also seeking compensation for his suffering.update as per letter from patient: dr did a total right leg hip replacement a few years before he did the defective left hip in (B)(6) 2008. That works fine. The left began to bother me in 2015. My primary doctor recommended physical therapy which I did. This continued off and on for 2-3 years. We concluded it was doing more harm than good. I returned to dr in (B)(6) 2018 without satisfaction and changed dr and later his colleague, a physiatrist. Xrays indicated damage, that metals in the mating parts were cobalt and chromium, causing ionizing and damage. He recommended a total hip replacement, but said he would not operate on me because of my age, then (B)(6). He suggested, if I wanted a second opinion, go to another dr. He too said that surgery was too risky to my health. I had been using a cane and a walker and the pain had intensified. I sought relief; acupuncture, no benefit; an old friend, an orthopedist who had worked with an anesthesiologist, who did nerve blocking. After 5 sessions with groin injection, I questioned his ethics and went to another such specialist. Three visits: no benefit. I have tried cannabis, but can find no medical doctor with experience and experimenting left me confused. Dr has recommended using compounded cream prepared by a pharmacist. I continue with that as it seems of some benefit. I am now in assisted living, have used a motor scooter for 2 years (walking is intensely painful.) It starts when I stand and reach for the walker. My left foot is splayed to the left with each step. Sitting hurts too. I was unable to visit the family cottage in (B)(6) and only one day trip in 2019.